Event description:
A customer contacted global technical services (gts) regarding assistance draining out, which occurred on the home choice pro (hcp) during use, during dwell 1. The home patient (hp) explained that she used a manual bag that day and filled with 2500ml. She stated that she then got on the machine, and the initial drain volume was 60ml. The machine then went to fill 1 and added more fluid to her. The technical service representative (tsr) assisted the hp to do a manual drain. The manual drain volume equaled 4831ml. The tsr reviewed the programming. The patient was performing continuous cycling peritoneal dialysis (ccpd), with a total volume set to 10000ml, a fill volume set to 2500ml, the last fill set to 0ml, and the initial drain alarm set to 0ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr informed the hp to use manual bags and contact the nurse to help program the machine. The hp was having pain in her chest. The tsr assisted the hp to end therapy and informed her to contact a nurse or call 911. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a message from the nurse, indicating the chest pain was unrelated to the dialysis therapy. The patient reportedly has a history of heart disease and uses nitroglycerin when needed. Product surveillance (ps) spoke with the registered nurse (rn) regarding the reported event. The nurse did not recall the event. Ps informed the rn that based on the drain volume and fill volume provided, an overfill event did occur. Ps informed the nurse that it was determined that the overfill was caused from the initial drain alarm being set to low. The nurse understood. The nurse stated that the patient has had no additional issues with therapy. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The assignable cause of the iipv was insufficient drain, due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).